Event description:
It was reported that the motor device was ¿overheating¿. It was not reported that the malfunction occurred during surgery. It was unknown if there were any delays in the surgical procedure or if a spare device was available. It was not reported that there was patient or user injury. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device.  The reported condition was confirmed.  The assignable root cause was determined to be misuse, abuse and or error.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.